Manufacturer narrative:
(B)(4).

Event description:
It was reported that two (2) high speed 70 degree diamond burs broke intraoperatively. The break resulted in fragments, however all fragments were successfully retrieved. This is the only information provided and there was no report of patient impact or injury as a result of this event.